Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported for the last 3 days they were not getting stimulation. Patient said when they went to power the stimulation up, they would get the message "settings not available, cannot provide your desired intensity settings." Patient said they had tried turning the stimulation off and resetting the controller, but that did not resolve the issue. Agent reviewed meaning of message and redirected patient to their healthcare provider to further address the issue and to contact their representative. Patient confirmed issue began just 3 days ago. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated the cause of the loss of stimulation and settings not available message was unknown. They ¿reset¿ the device, and the issue was resolved.